Manufacturer narrative:
Consumer discarded product. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges using the heating pad in a hotel bed while laying against it and sleeping with the night before. The consumer plugged the heating pad back in then left the room leaving the heating pad unattended on the bed. Consumer returned alleging the heating pad caught on fire damaging the bedding and mattress. There was not a report of personal injury with this incident.